Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of the quantum maverick balloon catheter in two pieces. Based on the potential root causes identified in the fmea; the shaft and hypotube were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous kinks throughout the shaft of the device. There was a complete hypotube separation 21cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for pre dilation. While the physician was pushing the device through the lesion, the shaft broke at the proximal end where the physician was holding it. The procedure was completed with a different device. The patient was doing well. No patient complications were reported and the patient's status was stable.